Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Product disposition is unknown.

Event description:
The customer reported that the cannulated drill bit broke off during surgery.

Manufacturer narrative:
The reported event that cannulated drill bit & countersink fixos ø1,7mm/l12mm, ao was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, some of the possible causes of the reported failure are too much force applied during drilling, component/instrument was/gets damaged/bent/broken/blunt (e.g. Insufficient maintenance/refubishing process) etc. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The customer reported that the cannulated drill bit broke off during surgery.